Manufacturer narrative:
Complaint was unconfirmed for straight shots. However, the device did produce malformed constructs. This was due to normal wear on a reusable device.

Event description:
It was reported that the device produced straight shots.